Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were noise episodes detected leading to inappropriate episode detection, but no inappropriate therapy was delivered. High impedance and possible lead fracture were also noted. In the process of explanting the lead the vein was torn, so the explant was stopped at that point, with part of the lead explanted. The remainder was cut and capped, and a replacement lead was implanted. No further patient complications have been reported as a result of this event.